Event description:
Pt with anoxic ancephalopathy. Subclavian cuffed silastic catheter was placed by md in 2001 for tpn. Three days later pt febrile. Blood culture obtained grew staph. Aureus (msra), e. Coli, serratia marcescens. Line removed three days later. Purulent discharge noted at insertion site at time of line removal.